Event description:
The mouthpiece of the overtube cracked. The biteblock came out with the mouthpiece which separated from the rest of the overtube. The staff removed it from patient's mouth. The overtube had an unknown number of uses. Rep instructed hospital that product must be replaced periodically.